Event description:
It was reported that a revision surgery was performed due to insert disassociation. Insert was replaced. Other implants were remained.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was communicated that neither the explant nor clinically relevant documentation would be provided; therefore, a thorough medical investigation could not be performed. The root cause of the dislocation remains unknown. The patient impact beyond the reported poly-exchange procedure and a brief rehabilitation period cannot be determined. Should additional information become available the clinical/medical assessment may be reevaluated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.